Manufacturer narrative:
A steris service technician arrived onsite to inspect both system 1e processors and confirmed that no odor was detected from the units. The technician tested the function and operation of the units, ran multiple test cycles, and confirmed the units to be operating according to specifications. No repairs were required, and the units were returned to service. While onsite, the technician spoke to facility personnel who regularly work with the system 1e processors and they stated that they have not noticed any odors nor had experienced any irritation or sensitivity since the units were installed in 2011. Additionally, the technician noted that the room in which the units are located is well ventilated to ensure adequate dilution of any vapors. Section 3-3 of the system 1e processor operator manual states, "the sterilant concentrate should be used in a well-ventilated room. Conformance to aami st58 is recommended". The system 1e processor operator manual (pg. 2-2) states, "warning: to avoid accumulated concentration of peracetic acid vapor, use s40 sterilant concentrate in a well-ventilated room or area." Facility personnel were following ansi/aami st58 which states, "chemical sterilants should be used in an area that is properly ventilated. Rooms in which chemical disinfection and sterilization are performed should be large enough to ensure adequate dilution of vapor." It should be noted that the system 1e processors are located in the facility's high-level disinfection department (hld) alongside several other pieces of non-steris capital equipment that also use various chemistries and chemicals. No additional issues have been reported.

Event description:
The user facility reported that an employee servicing non-steris equipment experienced throat irritation and nausea while working in a room with two system 1e processors. The employee subject of the reported event did not disclose if medical treatment was sought or administered.